Manufacturer narrative:
Three photos were provided by the customer. Visual evaluation of these photos was performed; three pictures showed a blue adapter over a surface, in these photos it was observed that the sample was broken on the thread pitch area and there are missing fragments of the blue adapter. Additionally, in the last image it could be observed that the adapter presented blood residues and marks that indicate the use of some instrument. In addition, one venous (blue) adapter was received at the manufacturing plant for investigation and analysis. The adapter came inside a generic plastic bag and presented signs of use, visual inspection of the sample revealed the blue adapter was broken on the thread pitch area. The sample was magnified. Its analysis revealed external drag marks that could indicate the use of some instrument were found. The adapter showed evidence of fractures on the edges of the adapter where it was broken that may indicate the application of a force. The instructions for use (IFU) state that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. Based on the event description the catheter was repaired, this implies that the catheter was in use and it functioned as intended for an undetermined amount of time and the issue was not identified prior to use. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time. The most probable root cause can be considered that the damage was caused by over tightening the adapter. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/2/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that the device has a cracked ultem luer adapter. The catheter was successfully repaired by using a repair kit.